Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter described as "brown sand" was observed after running water through an amia automated pd cycler set. This event occurred during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate complaint. All information can be found in the referenced master complaint, (B)(4). Should additional relevant information become available, a supplemental report will be submitted.